Event description:
The journal of trauma injury, infection, and critical care, volume 61, number 6, reported a pt with a it hip fracture was treated with a dynamic hip screw that cut out the femoral head. The pt was revised to a tfn.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no part/lot number was reported and the subject device was not returned.